Event description:
It was reported that during a robotic hysterectomy procedure, after using the device several times the tip would not open. A new device was used to complete the procedure. There was no impact to the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received in good physical condition. The device was tested with a generator and the device performed as required during testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. There were no issues with the opening or closing of the jaw. There were no anomalies noted with the functionality of the device.